Manufacturer narrative:
The evaluation of the returned device by dornier quality engineer confirmed the device was broken before use as indicated by the complainant. No manufacturing defects were noted upon review of the device and the scan of the rfid tag confirmed the unit was operating as intended upon power testing by production personnel. It is acknowledged the unit was broken upon return to dornier for evaluation. The cause of the holmium fiber breakage can not be confirmed, however, holmium fibers are coiled into a protective sheath for protection of the device and an external force on the unit would be the only cause of a fiber breakage as observed. It is recognized the reported fiber is a 600 micron unit and due to its size is consequently more durable and less prone to breakage. It can be confirmed each holmium laser fiber is 100% inspected for both visual and performance inconsistencies prior to release for distribution, including verifications the specification for required bend radius can be sustained utilizing a bend test fixture. The complaint as reported was confirmed but it is likely the root cause of the fiber breakage related to external forces placed on the unit which caused an unintended breakage. Holmium fibers are fragile and must be handled with utmost care as indicated in the applicable holmium fiber instruction for use, qsf-474.

Event description:
Complainant reported a disposable laser fiber was found broken in the package.